Manufacturer narrative:
Corrected product information has been obtained. Refer to the fields in d4 for the updated information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, and h3. 4307- intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported issue. The hrsv was observed to have no image, indicating a defective main board. The root cause of this issue was determined to be attributed to electrical/fiberoptic defects of the main board of the hrsv monitor.

Manufacturer narrative:
The hrsv monitor has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had no video on the left eye of the surgeon side console (ssc). The customer stated that the eye was working fine with some interference at the start of the procedure. In an attempt to troubleshoot the interference, the customer restarted the system and afterwards the left eye was completely black. An intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for assistance. The tse requested the system to be restarted using the emergency power off (epo) button, and that the blue fiber cable be reseated. After the blue fiber cable was reseated, the corresponding led was showing blue light; however, the issue remained. The high resolution stereo viewer (hrsv) was manipulated up and down, but the issue persisted. The surgeon decided to convert the procedure to another ssc. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was identified at the very beginning of the procedure, not during a critical step. It was noted that incision ports and instruments had been placed. The procedure was delayed by 20 minutes as a result of this issue. Two sscs were not needed for the surgery, but were ready to be used as another surgeon was assisting. The surgery was able to be completed without complications using the second ssc.